Event description:
It was reported by the distributor, the leakage cap (venting connector) was damaged on the endoeye flex deflectable videoscope. No patient harm reported. During the evaluation of the device, it was noted the adhesive part of the objective lens was peeled off. This report is to capture the reportable malfunction of the adhesive part of the objective lens was peeled off.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The pin of the vent of the light guide connector was broken due to an external factor. The video connector was broken due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The bending section cover was scratched. The bending section cover adhesive was missing. There were scratches on the grip, video cable, light guide connector, surface of the light guide cover glass, and switch one (1) due to external factors. The video connector side was missing. The video connector may have been scratched due to external factors. The light guide connector was deformed due to external factors. Due to handling, the index of the light guide connector may have been peeled off. The forceps elevator lever was discolored due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.